Event description:
It was reported that a 1.2 micron extension set was involved in an occlusion alarm incident. The patient disconnected from the set, and after reconnecting, the alarm occurred on an unknown electromechanical pump that was being used with the set. It was not specified whether the alarm also occurred before the patient reconnected. It is unknown whether there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One used sample was received for evaluation. Sample arrived opened and compromised; approximately 5 inches of tubing and the female luer lock had been cut off of the device. The sample was spliced onto a new set (2c6537s ¿ baxter product). The set was primed and fluid was observed passing through the filter. Additionally, the set was loaded onto a colleague infusion pump. During functional testing of the set, no occlusion alarms were received and the set flowed as designed. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.